Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event; programmer was on overnight and through the next day with no overheat message. Power supply found out of electrical specification. Analysis also found the power cord bay door tab is bent and the display slowly drops.

Event description:
It was reported the programmer indicates overheating. The programmer was returned for repair and upgrade if appropriate. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.